Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the trial was different than the permanent implant for the patient. The patient reported during the trial, the spinal cord stimulator (scs) helped her legs and back. Now, it helped her legs, but she felt stimulation in her ribs and stomach. The patient said they knew she needed help for her back, because she has rods in her back and wanted it to help with that. The patient also reported they had a hard time getting the implantable neurostimulator (ins) to charge. The patient said she had to lay down in a certain spot to get 4-5 bars then lay on it to charge. If she sat up, it would not stay charging. The patient reported poor coupling, and it was reviewed how the number of efficiency bars would affect recharge time. No further complications were reported/anticipated.